Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the green button could be press, but the handle could not be squeezed. Hence, the stapler could not be fire. The same issue occurred in three units of reported reload.